Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 350 mg/dl and 40 mg/dl. The customer treated high blood glucose with bolusing and low blood glucose with carbohydrates. The emergency assistance was not provided to the customer. The customer declined troubleshooting for blood glucose value. The customer did receive sensor updating, change sensor and calibration not accepted alert. The insulin pump will not be returned for analysis.